Manufacturer narrative:
DHR review for part # 357.377, lot #-5491501. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Release to warehouse date: 02 jul 2007 manufactured by (B)(4). Customer quality investigation of the returned device: the 357.377, lot number 5491501, helical blade coupling screw was returned with the proximal knob sheared off of the shaft at the weld location. The part was received broken in two pieces. The complaint is confirmed. The balance of the returned device is in fair condition, the knob is worn from multiple hammer strikes. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. The part helical blade coupling screw is a reusable instrument available for use in the titanium trochanteric fixation nail (tfn) system to facilitate head element (helical blade and lag screw) insertion. DHR review for part # 357.377, lot #-5491501. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Drawing reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. A dcrm review and/or occurrence rate calculation must be performed for all complaint parts which resulted in a classification of serious injury that were not generated from a literature article. Therefore, no dcrm calculation will be performed for this complaint. Although a definitive root cause could not be determined, it is likely that this complaint condition is possibly due to consistent and/or excessive force or poorly angled hammer strikes to the knob during surgery. Patient weight reported as 62.9 kg. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the (DHR) device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a helical blade coupling screw for titanium helical blade broke in half (into two pieces) during a femoral nail procedure using a trochanteric fixation nail (tfn) on (B)(6) 2017. All fragments were retrieved. There was a reported surgical delay of ten minutes. The procedure was successfully completed. The patient's post-operative status was noted to be stable. This complaint has 1 device. Concomitant device reported: trochanteric fixation nail, part #-unknown, lot #-unknown. Quantity (1). Helical blade inserter, part #-unknown, lot #-unknown. Quantity (1). This report is 1 of 1 for (B)(4).